Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during thrombectomy of a cardiogenic embolus of the right middle cerebral artery (mca) m2, a subarachnoid hemorrhage (sah) was confirmed at the treatment area. The procedure was completed and complete revascularization of the right m2 mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. No additional treatment was done. Over the month post procedure, the patient was discharged with severe disability. The physician stated that the reported sah had undeniable causal relationship to the device and procedure due to the treated vessel that was thin.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient hemorrhage is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during thrombectomy of a cardiogenic embolus of the right middle cerebral artery (mca) m2, a subarachnoid hemorrhage (sah) was confirmed at the treatment area. The procedure was completed and complete revascularization of the right m2 mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. No additional treatment was done. Over the month post procedure, the patient was discharged with severe disability. The physician stated that the reported sah had undeniable causal relationship to the device and procedure due to the treated vessel that was thin.